Event description:
It was reported that this left ventricular (lv) lead had macrodislocation; device deficiency led to a serious adverse event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)